Manufacturer narrative:
Product event summary: performance data was collected from the device and analyzed. Analysis revealed the battery indicator signifying that it is time for device replacement.

Event description:
It was reported that the device should have lasted longer than five years based on the health care professional's review of the lower rate (lr) and that no pacing or therapies were delivered before the device reached elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B)(4).